Manufacturer narrative:
The pump was received with a critical pump error and pump error 35 due to corrosion on the electronic assembly. Unable to perform the self-test, displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, and active current measurement tests due to the critical pump error. No moisture damage was found on the motor or force sensor during visual inspection. The pump was received with a scratched case, a cracked case behind the pump near the battery compartment, cracked battery tube threads, a faded serial number label, a cracked select button keypad overlay, a pillowing keypad overlay, and minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received a critical pump error alarm. Customer's blood glucose was 250 mg/dl. It was advised that insulin pump would need to be replaced.